Event description:
Covidien puritan bennett 980 series ventilator alarmed "background fault detected replace machine". The puritan bennett 980 series ventilator was still providing breaths but was locked out and alarming. Changed ventilator and no harm to the patient.